Manufacturer narrative:
(B)(4) date sent: 7/29/2024 b3: event year only reported: 2024 d4 batch #: unknown. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the jaws in the open position and during a colpotomy while pressed on uterine manipulator, when trying to create the hole with multiple attempts it caused the pad to slightly loosen and one of the jaws to separate. They got another device to complete the rest of the case without a patient harm.

Manufacturer narrative:
(B)(4). Date sent: 8/19/2024. D4 batch #: c9dr71. Corrected data: d4 UDI #. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the electrode delaminated. The device was connected to the generator and it was recognized. However, due to the condition of the device, not all functional tests could be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue.